Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: limb pain, stomach problems, suffered from a syncope (fainted and could not get up anymore). Patient has a problem with the implant. Patient went to the doctor who found that the silicone is visible in the lymph nodes. The pain is worse on the left side. Patient is at home since september due to illness.

Event description:
Patient reported limb pain and syncope; these events are not device related. Patient also reported "silicone is visible in the lymph nodes". The status of the device is unknown. This record relates to the left side.